Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: neu_set_screw, product type: accessory.

Event description:
The patient had implantable neurostimulator (ins) replaced on (B)(6) 2016, but never got any therapy benefit with this ins. This ins was then replaced on (B)(6) 2016. Per representative no impedances were done prior to procedure. When they went into replace ins (the one placed on (B)(6)), they noticed that the setscrew seemed stripped out and was just spinning in place. The lead was not being held in the header block and could be pulled right out. They placed a new ins without incident. The representative also mentioned that they were unable to get any telemetry with the ins in question on the day of the replacement procedure ((B)(6)), but this was not an issue prior to the procedure, only during it. Ins in question was being sent back for analysis. This was a suspected out of box failure of the ins. The patients indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.